Event description:
It was reported that a lead alert tripped for high impedance and oversensing of noise on the pace/sense portion of the right ventricular lead. The lead had a possible fracture. The pace/sense portion was capped and replaced. The high voltage coils remain in use. It was also noted under fluoroscopy that the atrial lead appeared to have dislodged and pulled back at some point. The atrial lead had high thresholds and the patient experienced phrenic nerve stimulation at high output. The lead was capped and replaced. During the procedure, the physician stated that he had issues with reinserting and securing the left ventricular lead in the port and did not feel comfortable reusing the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2010; d224trk ICD, implanted: (B)(6) 2010. (B)(4).